Event description:
It was reported that the neutraclear¿ 2-way extension set experienced leakage. This event occurred 2 times. The following information was provided by the initial reporter, translated from dutch: "leaked medication and a little bit of blood. I put a new on and then it problem again. When spraying through right under the connection nacl came out."

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12aug2022. H6: investigation summary: two py2101ncm samples from lot 21l20-tc were received for investigation; both samples were received in opened packaging, however one of the samples appeared unused, and one of the samples had residual fluid in the device. A visual inspection of the sample with fluid in the device noted that the neutraclear piston was in the recessed position (appendix 1); no issues were observed to the sample that appeared to have been unused (appendix 2). The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis confirmed that the observed recessed piston is likely to have occurred due to the connection with an incompatible male luer, which resulted in damage to the internal needle of the component upon connection (appendix 3). A review of the production records for lot 21l20-tc did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature. Please note the directions for use (dfu) for the neutraclear valve states "neutraclear® is compatible with all male luer simple or lock certified iso 594 which internal diameter is larger than 1.5mm"; use of a male luer with an internal diameter smaller than that specified may result in damage to the internal needle of the neutraclear; difficulty in connecting to the neutraclear valve; flow restriction; or damage to the male luer of the connecting product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the neutraclear valve in the past 12 months.

Event description:
It was reported that the neutraclear¿ 2-way extension set experienced leakage. This event occurred 2 times. The following information was provided by the initial reporter, translated from dutch: "leaked medication and a little bit of blood. I put a new...on and then it problem again. When spraying through right under the connection nacl came out."